Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/22/2020. Additional h3 investigation summary: it was reported performance breakage suture. It was received for analysis five unopened samples of product code w9962, lot pgcbhpb0. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: event description said ¿the suture is prone to broke easily¿ please explain¿ the suture broke during the surgery? Yes. Status of device return follow up the device has been sent under awb: 3935 5513 8366. Please provide event date ,unk. Please provide procedure date, unk. A manufacturing record evaluation was performed for the finished device lot (B)(6), and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.